Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump, performed pump manual prime, visual fluid flow through infusion set and out catheter tip; conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 458 mg/dl. Customer reported alarm did not occur during manual prime. The customer reported the alarm was resolved by a complete set change. Customer has a product in question to return. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 458 mg/dl. Customer changed her infusion set when she saw that her blood glucose was that high.